Event description:
A customer observed condition codes on the eci analyzer inaccurately indicating operator dilution of anti hbc igm pt samples that were reflex tested. No erroneous pt results were reported. Erroneous ahbc igm results may lead to inapropriate physician action. There was no report of pt harm as a result of this event.